Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 2, 2022.

Manufacturer narrative:
Correction: the correct patient identifier (a1) is (B)(6) as previously reported. The correct date of this report (b4) and date received by manufacturer (g3) for initial report is november 17, 2021; not january 13, 2022 as previously reported. This report is submitted on june 24, 2022.

Manufacturer narrative:
This report is submitted on april 20, 2022.